Manufacturer narrative:
UDI: no product information available. No product information available. No product failure indicted. Surgeon indicated that the infection was not due to the implant. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Expedium system. Revision. Infection - prosthesis removed. Surgeon indicated that the infection was not due to the implant. Primary implant: (B)(6) 2014. Revision: (B)(6) 2017. No adverse event. No further details.